Event description:
Allied healthcare: timeter flow control: model(s) 1500xx-xx series are medical air flow controls available with o2 (oxygen)diss (diameter index safety system)output connectors. This enables off the shelf oxygen (green colored fittings) to be mated to a medical air supply. How does this comply with nfpa 99 9.3.2 "...low pressure threaded connectors shall be in accordance with cga standard for non interchangeable connections for medical gases..."? In addition, another manufacturer's model(s) xxxx-xxxx-xxx are available this way. Furthermore, green and yellow colored barbed (christmas tree) fittings are offered to mate with diss o2 male fittings...making it still easier to mix up medical air and medical oxygen supplies. We have not recieved a response from the cga and no reasonable explanation from the original equipment manufacturer's.